Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on an unknown date. A solyx single incision sling system was also implanted. The implantation dates provided are (B)(6) 2009, but it was not specified which device/s were implanted on each date. According to the complainant, post-procedure, the patient experienced anterior enterocele and posterior vaginal vault prolapse, causing severe persistent pain and difficulty urinating. All other information is unknown.